Event description:
Surgeon reported that he has been using the midas rex system on a weekly basis since 1994. On a letter sent to midas rex he stated: "I had a very unfortunate incident when the 33d dissecting tip slipped and injured nerves during decorticating posterior procedure on a lumbar spine. May I ask confirmation from your office that decortication in lumbar spine fusion is in fact a procedure indicated for the midas rex and the dissecter 33d used is also indicated?"